Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, during a tep hernia repair involving the inguinal space the spacemaker balloon ruptured. The case was converted to an open repair.